Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately (B)(6), due to perivalvular leak, secondary to endocarditis. Per the op report, the patient developed a dental abscess in 2007 and ultimately ended up with a bacteremia and evidence of endocarditis for which he underwent treatment with IV antibiotics. He recovered nicely from that. In (B)(6) 2011, he developed the new onset of dyspnea and lower extremity edema, and was found to be in atrial fibrillation. He was medically managed and improved. In (B)(6) 2011, he had another dental issue with a dental abscess and had 3 teeth extracted at that time. He had been on antibiotics around the time of his dental procedure. In early (B)(6), he became ill and was hospitalized on (B)(6), where he was once again discovered to have a bacteremia secondary to strep sanguis. On (B)(6), he sustained a cerebral vascular accident manifested by a marked expressive aphasia. He was found to have bilateral embolic events. He was treated with IV antibiotics and his bacteremia cleared. His IV antibiotics were discontinued on (B)(6). He began to develop lower extremity edema, and difficulty with dyspnea at rest. His edema was significant enough that he ended up with breakdown of skin on both his lower legs. He was treated and he and his family sought a 2nd opinion. A transesophageal echo was performed and demonstrated moderate to severe mitral regurgitation and a moderate perivalvular leak around his aortic bioprosthesis. There was thickening of his aortic bioprosthesis. He had no evidence of clot within his left atrial appendage. Cardiac catheterization subsequently demonstrated the presence of a tight lesion in his first obtuse marginal, and an additional lesion in his circumflex affecting the left posterolateral. His heart failure was medically managed and he was brought to the operating room to undergo open heart surgery to replace his aortic valve, mitral valve and to perform coronary bypass grafting. In addition, his atrial fibrillation was to he addressed with a maze procedure and excision of his left atrial appendage. Upon inspection of the aortic valve, the leaflets were thickened, particularly at the commissue, between the right and left coronary cusps. The valve was removed and in the process, it was clear that there was a healed abscess cavity beneath the left main which represented the site of the perivalvular leak. The bioprosthetic valve and all of the previously placed pledgets were debrided. It was clear that there was some discontinuity of the anterior mitral leaflet associated with its attachments to the fibrous skeleton in the left coronary cusp annulus of the aortic valve. The device was replaced with another edwards bioprosthetic valve. The patient was reported to have tolerated the procedure remarkably well. The health-care provider also indicated that this event was due to patient related factors and not a malfunction of the valve.

Manufacturer narrative:
Device not returned. Unfortunately, the valve was not returned for analysis; therefore, the root cause of this event could not be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The op report also indicates that the patient developed a dental abscess and ultimately ended up with bacteremia and evidence of endocarditis in 2007. In 2011, he was discovered again to have a bacteremia secondary to strep sanguis. No further actions are possible with the available information.